Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted tibial insert confirmed damage consistent with an unsuccessful attempt to mate with a tibial basplate. The investigation found no evidence that the locking tab had been engaged. Locking tab appears to be in correct position with respect to other locking features. Insert may not have been fully seated posteriorly prior to attempts to impact the insert into place. Although the investigation could not draw any conclusions about the root cause of the event, user technique appears to a contributing factor. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The insert easily came off during the impaction. Although the surgeon attempted to fix the insert multiple times but it could not be locked. The surgery was delayed about 40 minutes.